Event description:
It was reported that the device was used during a laparoscopic colon procedure, permanent noises, no function. Case was completed with same like prod. There was no pt consequence.

Manufacturer narrative:
Eval summary: device a was returned in good condition. The device was tested and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. Device b was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use.